Event description:
It was reported by the chief perfusionist that the patient's batteries were loosely held in the battery clip. The patient experienced an occasional loss of power while on battery power. The battery clips were exchanged and the problem was resolved. There was no patient injury. No further issues have been reported.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.